Manufacturer narrative:
Continuation of d10: product ID: 900310, product type: integrated dilator/needle product event summary: the 10fcc13 sheath with lot number 0012439108 was returned and analyzed. Visual inspection of the handle area identified a kink at the side port tube. No additional anomalies were detected. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. The borescope imaging confirmed a ribbed inner shaft restricting the integrated dilator/needle from advancing. The test integrated dilator/needle could not be fully inserted into the sheath. Leak testing was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.05262 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01038 psig and in an acceptable range. In conclusion, the sheath failed the returned product inspection due to a kink observed on the side port tube and a ribbed inner shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation for a cardiac ablation procedure, there was difficulty inserting the integrated dilator/needle into the sheath. The insertion was smooth until reaching the most proximal portion of the integrated dilator/needle shaft, where notable resistance was encountered. At this point the integrated dilator/needle was removed, reflushed along with a reflush of the sheath and the insertion process was attempted again. More force than usual was required to fully insert the integrated dilator/needle into the sheath. Additionally, the electrical fin was misaligned with the side port of the sheath, and the integrated dilator/needle was too snug to rotate freely. Despite these challenges, transseptal access was successfully achieved, and the procedure was completed. No patient complications have been reported as a result of this event.